Event description:
It was reported that the device operated on its own. There was no report of patient/staff injury or delay related to this event.

Manufacturer narrative:
Investigational findings: the shaver was returned for evaluation. The investigation confirmed that the handpiece activated on its own when connected to the console. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated with this failure mode.